Event description:
The patient was exercising on a treadmill when she experienced a new pain in her area of paresthesia. It felt like the nerve was outside her body. The neurostimulation did not cover the new pain. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).